Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ldl_c ldl-cholesterol plus 2nd generation (ldl) on a cobas integra 400 plus (i400+). The customer stated that the issue occurred approximately 2 months ago, so an exact date of event could not be provided. The sample initially resulted as 197 mg/dl and this value was reported outside of the laboratory. The result was questioned by the doctor, so the sample was repeated. The repeat result was 97 mg/dl and this value was believed to be correct. The patient was not adversely affected. The ldl reagent lot number and expiration date were asked for, but not provided. The customer stated that he did not perform any actions to resolve the issue and that there have been no further issues since this event.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The issue was isolated to one patient sample. No similar events have occurred at the customer site within the past 12 months. There have been no abnormal trends with the affected ldl reagent over the past 90 days.